Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that main half height drawers 4(1&2) cubies were not detected on bus. A field service engineer reseated the row board connectors and resolved the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawers were not detected on bus. The customer reported that they had to access the medications from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.